Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is alarming. The blood glucose reading is 215 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor relay. No compromised force sensor system alarm was noted. The insulin pump was received with normal operating currents. No unexpected failed battery test alarm was noted. The insulin pump was also received with cracked case at display window corner, reservoir tube lip and minor scratched display window.